Manufacturer narrative:
Product and lot number not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Choked on piece of toothbrush [choking], the piece that the bristles are molded into came off the handle of toothbrush while brushing [device breakage]. Case description: a consumer reported that they, a male age unspecified, used an oral-b power toothbrush, version unk concomitantly with an unspecified brushhead, both beginning lask week and reported the piece that the bristles are molded into came off the handle of the toothbrush while brushing and he choked on a piece of the toothbrush. No further info was provided.